Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was showing what could be premature ventricular contractions or junctional beats that were getting cross chamber blanking and resulting in competitive ventricular pacing. Programming and procedural options were recommended for this pacemaker that remains in service. No adverse patient effects were reported.